Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated treatment was completed on the cycler with no issues noted. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported adverse event. Based on the provided information, there is no documentation that shows a causal relationship between this event and the use of the liberty cycler. Additionally, there is no allegation or indication of a device malfunction that could have caused or contributed to the reported event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the adverse event remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient was hospitalized for a fluid volume overload coincident with peritoneal dialysis therapy. Leading up to the event, it was mentioned that the patient had been having difficulty with draining during their treatment. Action taken in the hospital to treat the issue was unknown. The patient continued with peritoneal dialysis therapy throughout their hospitalization. After seventeen days, the patient was discharged from the hospital and reported to have recovered from the event. Due to the drain complications, the patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the replacement. Follow up with the patient¿s nurse verified that the patient has since been able to continue with peritoneal dialysis therapy without complication. Additional information was requested but was not available.

Manufacturer narrative:
Follow up information was received from the patient's peritoneal dialysis registered nurse (pdrn) related to the reported fluid volume overload event. The pdrn stated that the patient had experienced shortness of breath as a result of the fluid overload. Excess fluid that had been in the patient was removed via dialysis. While the patient¿s treatment records were not available for review, it was mentioned that the patient¿s standard fill volume was roughly 2500ml. The cause for the fluid overload was reported to be an inappropriate dextrose use. Further details were not provided. Should additional information become available, a supplemental report will be submitted.